Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: incompatible software revision on generator. Ancillary equipment failure. Not fully seating device into console during initial connection. The instructions for use (IFU) state: compatible with: forcetriad sw v3.6 - v4.0, vlft10gen sw v1.1 - v2.1.0.14. The instrument is intended for use only with the covidien equipment listed on the cover of this document. Use of this instrument with other generators may not result in the desired tissue effect, may result in injury to the patient or surgical team, or may cause damage to the instrument. Examine all ligasure system and instrument connections before using. Improper connection may result in arcing, sparks, accessory malfunction, or unintended surgical effects. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened. H3 other text: device not returned for evaluation.

Event description:
It was reported the ligasure did not register when plugged in and read "error 404". A new device was opened which worked fine. There was no patient injury, medical intervention or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. The complaint investigation is currently in progress. Upon complaint investigation completion a supplemental MDR will be filed. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the ligasure did not register when plugged in and read "error 404". A new device was opened which worked fine. There was no patient injury, medical intervention or extended procedure time reported. These are commonly used devices that are readily available.